Event description:
This is a spontaneous consumer report with supplemental information by a nurse in the USA of a patient making a mistake, perforated bowel, and peritonitis with culture positive for gram negative bacilli in a patient coincident with dianeal pd4 ambuflex therapy for automated peritoneal dialysis (apd). On an unreported date, the patient made a mistake when performing peritoneal dialysis. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. It was unknown whether a peritoneal effluent culture was performed. The cause of the peritonitis was patient made mistake. Treatment information was not reported. On an unreported date, dianeal therapy was withdrawn. The patient had not recovered from the peritonitis. The outcome for the event of patient made mistake was not reported. The patient was still in the hospital at this time. Concomitant medication was not reported. An opinion of causality was not reported. Further information was reported by the nurse: the nurse confirmed that the patient was diagnosed with and hospitalized for peritonitis on (B)(6) 2011. The nurse reported the underlying cause of the peritonitis was a perforated bowel. On an unknown date, pd therapy was withdrawn and the pd catheter was removed. At the time of this report, the patient remained hospitalized and had not recovered. The nurse stated that the patient did not have a history of congestive heart failure. The nurse reported the events of perforated bowel and peritonitis with culture positive for gram negative bacilli were unrelated to dianeal therapy and did not comment on the event of patient made mistake.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11f06019, h11e21044, and h11c16130 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 5 involved in this peritonitis event.